Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a right ventricular lead revision, the physician noted that the left ventricular lead had dislodged. The lead was explanted and replaced successfully. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.